Event description:
It was reported that the programmer has a long boot-up time when powered on, despite updates and use of the service disk. The programmer was changed for a new one and returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) loose ECG (electrocardiogram) connector found on a printed circuit board. Device was stuck in a long boot. Left keyboard hinge and overlay assembly bezel are broken. Missing keyboard slide cover.